Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure at the time of migration for placement, the lens did not advance properly, stopping approximately 1 cm from the exit point and could not be implanted. Additional information has been requested but is not available at the time of this report.